Event description:
Additional information was reported, indicating that at a device check, it was found that this lead was not sensing or capturing. This is the reason the lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that this right atrial (ra) lead was removed and replaced, 2 years after implant, for an unknown reason. No adverse patient effects were reported. No further information is known at this time. This product has not been returned. This report will be updated, should additional information be received.